Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2015 with the following findings:a visual inspection was performed and it was noted that the battery compartment was cracked from the threads to the case seal. It was noted that there was evidence of moisture contamination inside battery compartment. A leak test was performed which confirmed that the battery compartment was leaking due to the crack. The pump case was removed and there was further evidence of moisture present inside the pump on the battery canister.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was alleged that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.